Event description:
Information received indicates the foot hi/low function is drifting.

Manufacturer narrative:
The technician found the foot hi/low down valve was leaking which caused the drift. The technician replaced the valve to repair the bed.